Event description:
It was reported via repair work order that the foot section calf supports were not locking due to malfunction upright assembly and foot section weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.